Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322 during therapy in the intensive care unit (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.